Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. It was confirmed that the arctic sun device failed to complete autofill cycle until the circulation pump was primed with water. The circulation pump was serviced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the biomed stated the arctic sun device was not cooling, checked the chiller tank and it was at 4 degrees, found the mixing pump not to be working, device has 4108 and biomed would do the 2000 hour pm. Per sample evaluation results received on 12apr2023, it was reported that the mixing pump would not generate sufficient pressure to draw water into the chiller tank. It was stated that this determination was concluded by examination of the patient data attached to the notes section. T4 (chiller temperature) was noted to be 4 degrees c. It was also stated that the arctic sun device failed to complete autofill cycle until the circulation pump was primed with water. It was stated that the double bend tube and chiller evaporator tube found expanded during servicing. It was also stated that the circulation pump motor had dried out squeaky bearings. It was noted that the replaced the double bend tube, chiller evaporator outlet tube and circulation pump motor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device was not cooling, checked the chiller tank and it was at 4 degrees, found the mixing pump not to be working, device has 4108 and biomed would do the 2000 hour pm. Per sample evaluation results received on (B)(6) 2023, it was reported that the mixing pump would not generate sufficient pressure to draw water into the chiller tank. It was stated that this determination was concluded by examination of the patient data attached to the notes section. T4 (chiller temperature) was noted to be 4 degrees c. It was also stated that the arctic sun device failed to complete autofill cycle until the circulation pump was primed with water. It was stated that the double bend tube and chiller evaporator tube found expanded during servicing. It was also stated that the circulation pump motor had dried out squeaky bearings. It was noted that the replaced the double bend tube, chiller evaporator outlet tube and circulation pump motor.